Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have thermal damage on the grip at the molded insulator. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument grips were manually manipulated and passed an electric continuity test and delivered energy without any issues on three out of three attempts. There were no signs of arcing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the force bipolar instrument had slice insulation. The procedure was completed with no reported injury.